Event description:
A lifesite patient who developed an infection was explanted. Patient developed a staph aureus infection, sensitive to levoquin, 3 weeks after appendicitis surgery. Pt was prescribed levoquin and was successfully treated. The pt returned a few weeks later with a mrsa infection. The lifesite catheters were explanted and the pt was prescribed vancomycin and implanted with a permcath.